Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data. The data showed that quality control (qc) was within range. A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) and sample probe 3 arm. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc stated the issue was not with the reagent material. Hsc did not find any qc issues. Hsc reviewed the instrument data. Hsc found aliquotter related errors, clog detect and insufficient bleach errors. The cause of the falsely depressed urine creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urine creatinine results were obtained on five patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples, in duplicate, on the same instrument. The discordant, falsely depressed result was not reported out but it is unknown which results were released to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine creatinine results.

Manufacturer narrative:
The initial MDR 2517506-2017-00027 was filed on january 01, 2017. Additional information (01/25/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed system checks, resulting in range. The cse fit the ionizing fan service kit. The cse replaced the aliquot arm horizontal belt. The cse aligned aliquot probe and shuttle 2. The cause of the falsely depressed urine creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.